Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the health care professional (hcp) reported that the patient was seen on (B)(6) 2015, 16 days after implant, for a follow-up appointment and the battery was already giving the out-of-regulation (oor) signal. The new device had the same settings as the old device and showed an oor within a couple of weeks of implant, which made the hcp think that there was something wrong with the current implant. They confirmed that the patient was receiving effective therapy with the current device. The next appointment was on (B)(6) 2015. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4) implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v096930, implanted: (B)(6) 2008, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3387s-40, lot# v043903, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
A healthcare professional of a patient whose indication for use was parkinson's dual and movement disorders reported that there was an out of regulation (oor) error code on the patient programmer which was seen on (B)(6) 2015. At the time of the oor the patient was just sitting on their wheelchair and was able to reproduce the oor message on the programmer. The patient was in voltage mode. The implantable neurostimulator (ins) was still on and functioning but the output may be slightly lower than programmed. The patient's therapy was working fine and there was no tremor. The healthcare professional was concerned that the right ins had depleted to 2.88v as of (B)(6) 2015. Further follow-up is being conducted to obtain information about troubleshooting, actions/interventions taken, cause and outcome. If additional information is received a supplemental report will be submitted. Reference manufacturer's report number: 3004209178-2015-18479.